Event description:
Tip kinked and came loose while being used in pt. Physician noted tip was not fully attached/frayed. Customer trashed 3/19/2001, per director of lab: patient was o.k., no additional pt info.